Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) contained foreign material upon opening the package. The packaging was not damaged, but contamination was identified during device preparation. The device was not used during the procedure, and an alternate product was utilized. There were no patient complications reported.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) contained foreign material upon opening the package. The packaging was not damaged, but contamination was identified during device preparation. The device was not used during the procedure, and an alternate product was utilized. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The spherical reservoir was microscopically examined and leak tested. No damage or abnormalities were observed during visual and microscopic inspection, and the reservoir passed the leakage test. Based on the information available and analysis results, the allegation of foreign material present in the device was unable to be confirmed, as no contamination was observed on the returned reservoir. Therefore, a conclusion code of cause not established has been assigned.